Event description:
It was reported that the bd® plastic nrfit¿ syringe had scale marking issues. The following was translated from german to english: while performing the study procedures the physician noted that the scale marking on the nrfit syringe comes off after having been touched a few times. The device still fullfilled its purpose, the use was not affected in any way, since at the time the scale was not readable any more the syringe had already fulfilled its function. The customer merely wanted to mention that the marking is not very durable.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. The image shows a loose syringe with partial missing print of the minor and major graduation lines of the scale markings area. Based upon the verbatim the condition occurred after being ¿touched a few times¿. The reported condition is due to handling and wear of the syringe, not a true defect. Therefore, no corrective actions are necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that thebd® plastic nrfit¿ syringe had scale marking issues. The following was translated from german to english: while performing the study procedure the physician noted that the scale marking on the nrfit syringe comes off after having been touched a few times. The device still fulfilled its purpose, the use was not affected in any way, since at the time the scale was not readable any more the syringe had already fulfilled its function. The customer merely wanted to mention that the marking is not very durable.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.